Event description:
It was reported that the patient experienced difficulty attaching the connector to the cartridge, consistent with a device connection or fit issue involving the infusion set or cartridge interface. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no alerts or alarms and no need for medical care or hospitalization. Investigation included gathering product identification details and arranging a replacement, along with coordinating a return label for the reported faulty connectors. Investigation of this case revealed user-reported faulty connectors and a goodwill order was issued to replace the affected connectors. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the connector-to-cartridge interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.